Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported leakage on filter vent. There was no physical damage reported on the set. The solution name was unknown. The set was replaced and therapy resumed. There was patient involvement and no patient harm. This is report 2 of 2.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received. E1 - (B)(6).

Manufacturer narrative:
The device was received for evaluation on 3/8/24. No damage or anomalies were observed. The set was leak tested per specifications and there were two leaks found at the cassette. The set was attached to an ICU medical provided IV bag and primed per packaging directions. During priming a leak was observed from the cassette of the set and further infusion was unable to be performed. Additionally, the cassette underwent stack height measurements and the device failed all corners.. The complaint of leakage at the filter vent could not be replicated or confirmed. However, leakage at the cassette can be confirmed. The probable cause of this event is related to the product being exposed to excessive heat during transportation, that may contribute to the warpage of the cassette leading to cassette errors and leakage. A lot history review showed a complaint from the same lot where there was cassette warpage.